Event description:
It was reported that the valve malfunctioned.

Manufacturer narrative:
The valve was patent and passed siphon, reflux, and leak testing. The valve was within specifications for all pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.